Event description:
It was reported that the one of the tabs had broken off the locking screwdriver and was sucked up in the suction. There was no adverse impact, and no further information was available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- it was reported that one of the tabs had broken off the locking screwdriver and was sucked up in the suction. There was no adverse impact, and no further information was available. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device found that one of the four prong was broken, the broken fragment was not returned for evaluation. The observed damage can be attributed to heavy repeated use for a long period of time, the condition is consistent as an end-of-life indicator. A functional inspection was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the locking screwdriver body contribute to the device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.